Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video-assisted thoracoscopic surgical (vats) procedure, the physician reported that the device with a green reload completed the first two strokes of the three stroke firing sequence during a vats lobectomy. On the third stroke, knife blade would not move forward. The surgeon attempted to retract the blade using the manual release lever. The physician reported the blade would not retract despite numerous attempts at doing so by using the manual release level. Surgeon reported that he used another device with a green reload to transect around the closed jaws of the stapler. Once the stapler was removed from the patient, the jaws of the stapler were forcibly opened by the or staff to remove the specimen. There were no patient consequences.